Event description:
In the late evening of monday, (B)(6) 2023, the pt called reporting constant lvad low flow alarms with a flow <1 lpm. Pt advised to call 911. Pt was taken to (B)(6) hospital via ambulance and then transferred to (B)(6) in the early hours of tuesday, (B)(6) 2023. A cta of the chest was completed shortly after arrival to assess for pump thrombosis. It was reported that there was no flow visualized moving through the outflow graft indicating complete or near complete thrombosis of the outflow graft. After discussion with the advanced heart failure attending, the lvad was turned off. The pt was taken to operating room on wednesday, (B)(6) 2023 for a pump exchange. He developed acute respiratory failure was intubated and managed in the ICU. His condition improved, and he was discharged on (B)(6) 2023.